Manufacturer narrative:
The reagent lot number is 67251001. The expiration date is (B)(6) 2024. The field service engineer (fse) checked the washing levels and the lamp. He cleaned the incubation bath and the vacuum pathway of one of the solenoid valves. He changed the heat cut filter and one of the sample probes. He adjusted the gear pump and changed the bath water. He checked the washing of the reaction cuvettes. He performed blank cells of the cuvettes and a photometer check with successful results. Calibrations and qcs were performed with successful results. After service, no further issues were reported. The investigation is ongoing.

Event description:
The initial reporter received questionable a1c-3 tina-quant hemoglobin a1c gen.3 (hba1c) results from four patient samples tested on the cobas c513 analyzer. The initial results were not reported outside of the laboratory. Patient 1 on (B)(6) 2023, the initial result was 10.04%. The repeat result was 5.42%. Patient 2 on (B)(6) 2023, the initial result was 9.26%. On (B)(6) 2023, the repeat result was 6.06%. Patient 3 on (B)(6) 2023, the initial result was 10.83%.. On (B)(6) 2023, the repeat result was 5.38%. Patient 4 on (B)(6) 2023, the initial result was 18.16%. The repeat result was 5.48%.

Manufacturer narrative:
The investigation determined the service actions resolved the issue. The investigation determined the event was due to a service maintenance-related issue.